Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Event description:
Brush became detached from the plastic/brush head falls off - oral-b refills [device breakage]. Case narrative: consumer e-mail stated that the oral-b brush head had been in use for two weeks and that the brush head had fallen off. No injury was reported.